Event description:
It was reported that during a procedure to remove the lead, it "snapped off" at the point of the first tine. The physician attempted to dissect down to the lead for complete removal. But after several attempts, it was realized that a larger, deeper incision would be needed to remove the lead. Since another lead was to be placed at the same location and damage to tissue in the area would compromise the security of the new lead, a decision was made to leave the electrodes in their current position. A new lead was then placed without incident. The pt was to be followed closely to analyze her outcome.

Manufacturer narrative:
(B) (4).